Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following insertion into the patient, air was aspirated into the syringe that was connected to the extension port of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.